Manufacturer narrative:
The device was received for evaluation. During functional testing, 'link switch error low.' Was reproduced. A review of event history revealed multiple "system error 322" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch not responding. Lower auxiliary requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: link switch error low. The event occurred before first clinical use. There was no patient involvement. No additional information is available.